Event description:
During an orthopedic surgery, the bovie electrocautery device malfunctioned and remained in the on position after being used and released which resulted in an unintended skin wound to the pt's medial proximal tibia.